Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was tested on an in-house system and passed recognition and engagement tests. It moved intuitively with a full range of motion in all directions. There were no issues with the clips attaching to the instrument or clamping. The instrument was fully functional. Additional finding not related to the alleged complaint: the medium-large clip applier instrument was found with one grip bent near the top of the clip groove, causing an offset at the tips. Despite the severe bend, it passed the clip test. .

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier does not clip properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The procedure was a cholecystectomy. The issue was identified during the procedure. There was no harm to the patient. The procedure was completed robotically. The issue occurred while attempting to clamp on a vessel or tissue bundle. The type of clips was the standard hem-o-lok. The vessel or tissue bundle was not greater than the recommended diameter. The issue was resolved by using another clip applier.